Manufacturer narrative:
Investigation summary: two photos were received for evaluation. Based on device history record review for material 309702 with lot number 9029617, the product lot met the packaging specifications and qa inspections; however customer detected label content missing on the tyvek. Photos evaluation confirmed the issue reported by customer. Printer¿s feeding station was reviewed with the intention to reproduce the reported defect and after some tests, the only way to achieve this was to load a double tyvek sheet to the machine, stamping only one on top and it was not detected by the operator. Processes were reviewed and there are proper controls in place to detect product malfunctions. Based on the investigation conclusion the condition reported by the customer is confirmed. The reported defect is related with double tyvek loading into the machine. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. However the engineering team created a notification to the personnel with the purpose to identify any missing information on the tyvek sheet during visual inspection. Also a verification was recommended to avoid loading double tyvek in the machine. Training was performed on (B)(6) 2019 as preventive action. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that labeling errors occurred before use with a bd luer lok¿ 3 ml syringes. The following information was provided by the initial reporter, "I am writing to inform you that we have found two tray paks of 3ml syringes that were missing the lot number and expiration date. I have a one track pak that was missing this information and one tray pak with this information. We found one of the tray paks that was missing this information in a box from lot 9029617 exp 07/31/2023. We need to document this information on our records so we are unable to use the tray paks if they are missing this information." 2 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling errors occurred before use with a bd luer lok¿ 3 ml syringes. The following information was provided by the initial reporter, "I am writing to inform you that we have found two tray paks of 3ml syringes that were missing the lot number and expiration date. I have a one track pak that was missing this information and one tray pak with this information. We found one of the tray paks that was missing this information in a box from lot 9029617 exp 07/31/2023. We need to document this information on our records so we are unable to use the tray paks if they are missing this information." 2 occurrences were reported.